Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation: the visual examination noted the cruciform screwdriver with holding sleeve (p/n 313.96) is broken. Two adjacent tines of the cruciform tip are completely broken off and the remaining two tines are severely bent in the clockwise dimension. The deformation suggests that the device broke due to excessive torsional force while the screwdriver was being used to tighten a screw. Due to the damage the for this event relevant dimensions cannot be measured. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation revealed that as stated in the complaint description, the cruciform screwdriver with holding sleeve was broken. Two adjacent tines of the cruciform tip were completely broken off and the remaining two tines were severely bent in the clockwise dimension. The deformation suggests that the device broke due to excessive torsional force while the screwdriver was being used to tighten a screw. Because there was not enough information to determine with certainty the cause of failure for this instrument, the complaint is indeterminate from a pd perspective. The complaint related to the cruciform screwdriver is indeterminate due to insufficient information. Original awareness date is (B)(4) 2011. New information was received (B)(4) 2012.

Event description:
This is report 2 of 2 for complaint number (B)(4).

Event description:
According to the reporter from (B)(6), during a sternal closure using the titanium sternal system, the 03.503.073 screwdriver was not retaining the screws. The surgeon then tried to use the non self-retaining driver with holding sleeve (313.96) to insert the screws. A piece of the driver tip broke off in the screw. The broken piece was retrieved, and another ti sternal set was opened and the surgeon was able to use a screwdriver from the set and completed the procedure. This report is 2 of 2 for the same event.